Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2. Reference MFR. Report#: 3006705815-2017-07114. It was reported the patient underwent surgical intervention on (B)(6) 2017 to implant a permanent scs system; however due to adhesions the surgeon was unable to implant the leads and hence aborted the procedure. Surgical intervention may be pending to implant leads in the future. Concomitant devices unknown.